Event description:
It was reported that during the implant procedure, the sling advance xp came off of the trocar. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this sling advance xp thorough analysis. The sling was visually inspected. Visual examination revealed that needle passer and sling had been detached; the connectors had been trimmed off from the sling by sharp instrument and one of the tips of the connector was not return for analysis; and the plastic sheath with liner was damage from sharp instrument. Based on the information available and analysis of results, the sharp instrument damage found on the device is considered a secondary failure, so the allegation of device break is unable to be confirmed. However, there are several failure modes of the device that could lead to device break, which include but are not limited to a device malfunction. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that during the implant procedure, the sling advance xp came off of the trocar. No patient complications were reported.